Event description:
It was reported that the device was fired during an unk procedure. The device did not open and had to be manually opened. The surgeon used sutures to complete the case. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.